Event description:
Adult male with left knee degenerative joint disease, intraoperative left total knee arthroplasty. When surgeon was placing the trial insert during range of motion(rom) test, the stryker orthopaedic trial 9mm insert broke in half. The manufacturer representative was present in the or at the time and witnessed the event. There were no fragments left in the patient. The broken trial insert was returned to the representative at that time. For more detailed information please contact the manufacturer representative as the operative report does not mention the incident.